Event description:
This device was implanted on (B)(6) 2010 and was explanted on (B)(6) 2016. A call was placed to technical services on (B)(6) 2016 stating that the device exhibited fault code, which indicates and issue with shock lead or lead connections. In addition, shock impedance out of range 125 ohms was also observed. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).